Manufacturer narrative:
Error code 63, software corruption, was found in the pump event log. The pump software detects this issue when it happens and forces a pump reset to reset the parameters to default values.

Event description:
Info rec'd indicates the pump came in from pt and who stated the pump stopped working in the middle of a feed. Pt said it alarmed but were unable to identify what it alarmed.